Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked. The battery cap was also alleged to be damaged. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-oct-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked. The returned battery cap was stripped and unable to secure to the returned pump to maintain an electrical connection for testing. A test battery cap was able to secure enough and power up the returned pump for testing. A 12-duration test was completed with the test battery cap with no power loss or rebooting duplicated. Unrelated to the original complaint, the display was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.